Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2004. Product type: catheter. (B)(4).

Event description:
It was reported that the patient had presented with increased pain. A dye study revealed a leak in the catheter, so it was replaced. It was reported that the patient recovered without sequela. Later, it was reported that the incision wound had taken almost three weeks to heal. Also, the patient had gone to the emergency room when he awoke to find cerebrospinal fluid and medication leaking out of his body. It was stated that there was a rip in the patient's catheter. At the time of report that patient was also receiving the oral medications: oxycontin, hydrocodone, and valium. One reporter stated that the drugs in this system were fentanyl and bupivacaine, but another reporter stated it was morphine.